Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that an epidural procedure was performed with device listed. According to reporter, the loss of resistance syringe component of the device did not give correct feedback during use. User facility reported that dura puncture occurred during procedure. Pt was kept immobile for 2 hours and no post-dura puncture headache occurred. No adverse effects to pt reported.